Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump restarting after an intentional pump stop was performed was confirmed via log file analysis. Review of the event log file revealed on 29nov2026, an intentional pump stop was captured, and the pump stopped after approximately 1 second. Less than a minute later, the pump restarted due to the silence alarm button being pressed on the system controller. Approximately 10 seconds later, another intentional pump stop was observed. The pump stopped for approximately 2 minutes, until the pump was restarted. The system operated at the set speed without issue for the remainder of the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and remains in use. Provided information stated that the patient was in the operating room at the time of the pump stop commands. The root cause of the reported event was determined to be user error as the controller¿s alarm silence button was pressed while the left ventricular assist device (lvad) was stopped, resulting in the lvad restarting. The heartmate 3 left ventricular assist system instructions for use explain how to use the stop pump feature on the heartmate touch. Tap stop pump to turn off the pump. A stop pump confirmation message appears. The pump will remain running until the command is confirmed on the next screen. Tap stop pump to confirm. It is stated that if the backup battery is installed in the system controller, pressing the system controller alarm silence button will restart the pump. Silence audio alarms using the heartmate touch app instead. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (section 4 entitled ¿heartmate touch communication system¿ ¿ subsection entitled ¿stop pump¿, explains how to use the stop pump feature. Tap stop pump to turn off the pump. A stop pump confirmation message appears. The pump will remain running until the command is confirmed on the next screen. If you tap cancel, the pump remains running at the previously set mode and speed. Tap stop pump to confirm. A progress bar appears, and the pump will stop within a few seconds. The pump off alarm appears a few seconds after you tap stop pump. This action is accompanied by a continuous audible alarm, unless extended silence is on. Active audio alarms cannot be silenced using the heartmate touch¿ app while the pump is in the process of stopping. If you tap start pump while the stop pump progress bar is displayed, the pump will restart and return to the previously set mode and speed. After the pump stop completes, start pump appears and the pump may be restarted. This section instructs that if the backup battery is installed in the system controller, pressing the system controller alarm silence button will restart the pump. Silence audio alarms using the heartmate touch app instead. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including pump off alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was restarted after the perfusionist pressed the pump off on the heartmate touch. The log file was sent for review. The log file captured low flow and low speed advisory alarms on (B)(6) 2025 at 06:04. The set speed was set at 4500 revolutions per minute (rpm) while the low speed was at 4700rpm which triggered the low-speed advisory alarms. There were multiple set speed changes from 06:04 to 06:51. The intentional pump stop was activated at 06:19 which caused left ventricular assist device (lvad) off alarms and other alarms associated with previous alarms. The pump restarted at 06:21 with the set speed of 4000rpm and low speed of 4700rpm, which again, triggered low speed advisory alarms. All parameters normalized at 06:52 with set speed 5200rpm and with low-speed at 4700rpm. There were no other notable alarm conditions or parameter changes. Based on the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later reported that the patient was back in operating room (or) at time of the pump stop commands being activated. The perfusionist stated that the pump did not stop when the button was initially pressed. It was not stated if the perfusionist selected the confirmatory button after pressing pump off from the clinical view.